Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Description: ¿particles seen in IV line, aspirated and new line and 0.9ns replaced and restarted.¿ patient harm: none.

Manufacturer narrative:
(B)(4). Follow up. A customer reported the presence of particles in the IV line. As no physical sample was returned, a comprehensive evaluation could not be performed. To support the investigation, two photographs were submitted and reviewed by the quality team. The images depict a prefilled syringe containing approximately 3.5 ml of solution, with what appear to be air bubbles present. No additional information or anomalies could be determined from the photographs alone. Based on the photographic evidence provided, the reported condition could not be confirmed. In the absence of a physical sample, a definitive root cause could not be identified.